Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2014 the patient underwent a tka and during that procedure simplex g-hv bone cement was utilized to cement all components. It is further alleged that the patient was revised on (B)(6) 2018 and "operative notes show the components were grossly loose with no signs of infection." It is alleged that this aseptic loosening and debonding of the tibial component resulted from the simplex g-hv bone cement.

Manufacturer narrative:
Additional information: lot number added. An event regarding loosening involving a simplex cement mix was reported. Method & results: device evaluation and results: not performed as the associated device is OEM product. Clinician review: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product. Written acknowledgement from the OEM supplier that an investigation has been initiated at the OEM supplier site was received.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2014 the patient underwent a tka and during that procedure simplex g-hv bone cement was utilized to cement all components. It is further alleged that the patient was revised on (B)(6) 2018 and "operative notes show the components were grossly loose with no signs of infection." It is alleged that this aseptic loosening and debonding of the tibial component resulted from the simplex g-hv bone cement.